Event description:
A high drain error 106 (night drain six) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 10:42:32. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.